Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was 374 mg/dl and a bolus of insulin via the pump was to be used to address the bg level. Tandem technical support reviewed with the customer as to why the alert was triggered.